Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded electrogram (egm) with what appears as noise over sensing and pacing not delivered when required. The physician discussed the egm to determine how to proceed. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction of the impact codes: h6 field if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded electrogram (egm) with what appears as noise over sensing and pacing not delivered when required. The physician discussed the egm to determine how to proceed. The ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.